Event description:
Device 2 of 3: reference MFR. Report: 1627487-2018-04359; reference MFR. Report: 1627487-2018-04360. Follow up information identified the physician explanted the migrated lead and replaced it with a new model at vertebral level t7. Postoperatively, effective therapy was restored.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-04359. Reference MFR. Report: 1627487-2018-04360. It was reported the patient lost stimulation from the right lead, and x-rays revealed the right lead migrated. As a result, the patient may be awaiting surgical intervention. All of the patient's leads are being reported because bilateral leads were implanted at the t4 vertebral level and it is unknown which right lead migrated.